Event description:
I have been doctoring since 2013, since then I have been diagnosed with the following health issues: seropositive rheumatoid arthritis, sjogren's disease, sleep disorder, thyroid cyst, irritable bowel syndrome (ibs-c), carpal tunnel syndrome, premature ventricular contractions (pvcs), asthma, ovarian cyst, carpal tunnel syndrome (both sides), gastroesophageal reflux disease (gerd), anxiety, and osteoporosis. Recently I had a mammogram and while doing research ran across an article on "implant illness." As I looked down the list of symptoms, I had 90 percent of them. My husband said, "that's you!" After that I followed up with the manufacturer, allergan. I told them that I wanted to make sure they had my current contact information and to see if there have been any updates or problems with their product. He looked but couldn't find my name and said that the product must not have been registered. My surgery was back in 2008 (allergan/natrelle silicone-filled breast implant). I contacted the clinic that did the procedure; they gave me a copy of the paper that was faxed and registered with allergan. When I told her that the allergan rep said they hadn't received the registration document, she laughed and said, "sure!" I don't know how often this happens but it's scary to think they may be "losing" this information...how do they continue to follow up with patients to make sure the product isn't having adverse side effects? Part of their agreement was to follow patients and provide you, the FDA, with current information as to health conditions of patients. I am writing this to make sure something is done... I am only one of millions that this affects! My list of symptoms is growing and my health is continuing to deteriorate. I have a consultation set up for (B)(6) for a consultation to begin the removal of the implant. This was the soonest I could get in. I hope this is taken seriously and something is done for women that suffer endlessly from the toxic effects from implants. Sincerely, (B)(6). Fyi, below is a list of the majority of my symptoms: extreme chronic fatigue (never feel rested; beat), hair loss, thinning of eye brows, puffy face/hands, hands and feet get really cold (use a heating pad to help), weight gain, joints hurt; body aches (shoulders, knees, hips, hands and feet), hands are swollen; hurt; memory loss; brain fog; difficulty concentrating; severe pain in lower left abdomen at times (diagnosed ibs-c in 2013); bloated; have times where I'm constantly clearing my throat; extremely stiff; pain in the back (by left shoulder blade) and sometimes upper left chest area; mood swings/irritable (this is much better); lump in throat; choking feeling at times; heart palpitations; sometimes have a hard time breathing. Heaviness on chest (especially left side); lack of energy; sometimes get a sharp shooting pain in my chest when I take a breath; insomnia; muscle aches/weakness; limb numbness/tingling; sensitivity to light; chronic sinus infections/sinusitis; ringing in ears; headaches; ra/autoimmune symptoms/diagnosis; ibs-c; severe sweats; vision changes; easy bruising; reflux; anxiety; sjogrens syndrome - dry eyes, dry mouth, dry nose and dry skin; chest feels full; not comfortable wearing bra; excessive sweating (have to change shirts); extremely tired; sleeping a lot; back is tingling, pins and needles; back heats up then radiates no neck, face, and head; rush of heat and sweat; retaining water, swollen legs and abdomen; headaches - feels like when I had a spinal tap and the puncture wound didn't close; pain right under left side of ribs (ulcer?); blood quarter size in stool, date (B)(6); when eat feel bloated, seems to take a while for food to digest.